Event description:
On 10/22/96, medical center reported that over the past several months they have had seven pts hospitalized for abdominal pain/overall weakness. Each pt had a high lead level. Normal is 14 micrograms per deciliter. Some of pt values are 72, 302, 232 and 165; pts with 232 and 165 are currently in ICU. All seven pts were using ac-1027 acid concentrate. Last ro quarterly was less than 0/0025 mg/l. Lot numbers involved are 620403d, 618109d, 624008d, 625902d and 627007d. There were a total of eleven pts on ac-1027; four pts did not exhibit blood lead levels above 14 micrograms per deciliter or exhibited any symptoms. On 3/25/97, investigator, reported that nine pts were hospitalized. Pt is asymptomatic. H.3 co is in the process of attempting to obtain samples from clinical reporting problem. H.4 lot 620403d manufactured 7/24/96, lot 618109d manufactured 7/1/96, lot 624008d manufactured 8/28/96, lot 625902d manufactured 9/16/96, lot 627007d manufactured 9/27/96. G4. Unsure if this is one of the initial 7 pts or one of the other two.